Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing noted on recorded atrial tachycardia/atrial fibrillation (at/af) episodes. Sensitivity was reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.